Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, the pump was returned with the contrast button inoperable. All other keypad buttons responded intermittently. The keypad was missing. Moisture was observed on all button contacts. All the button contacts were inverted. The audio bolus button cover was torn but still operable. Unrelated to the original complaint, a crack in the battery compartment was found along the side, and from the case seal to the bumper.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2016 with the following findings: during a visual inspection, the keypad was missing. The contrast button on the keypad was inoperable, and the up arrow, down arrow, and ok keypad buttons responded intermittently. All the keypad button contacts were inverted with moisture on them. The audio bolus button cover was torn but still operable. Unrelated to the original complaint, the battery compartment was cracked along the side, and from the case seal traveling to the bumper.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. The keypad was also reported to be missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.